Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported this left ventricular (lv) dislodged one week after implant when the patient was upgraded from a pacemaker to a cardiac resynchronization therapy defibrillator. During a replacement procedure this lv lead was abandoned surgically and successfully replaced with another lead. No adverse patient effects were reported.